Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance on a trilogy o2 device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The manufacturer's service technician replaced the device's oxygen blending module board to address the issue. After the part was replaced on the device, the manufacturer's service technician performed the repair test and run-in test, along with the battery and valve checks for this device. The manufacturer's service technician determined the device was operational, and it was cleaned.